Event description:
Description of event according to initial reporter: involving device g33502 lot e4689915 prepped per IFU. No issues using dilator and performing venogram. Resistance upon trying to advance filter into sheath. Could barely get filter through valve. Removed filter and opened new femoral set. Kept original sheath in and advanced new filter with no issue. Saved original filter for return. No harm to patient or need for additional procedures. Patient outcome: no harm to patient or need for additional procedures.

Manufacturer narrative:
Manufacturers ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Summary of investigational findings: resistance noted during advancement of the celect-pt filter from femoral approach, could barely get filter through valve. Kept original sheath in and advanced a new filter with no issue. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: the femoral introducer with loaded celect-pt filter and the blue introducer sheath were returned. One of the secondary filter legs was bent and a kinked was noted in the sheath 11mm from the hub. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specifications. There is no evidence to suggest that the user did not follow the instructions for use or label a definitive cause was confirmed as an inadvertent kink in the sheath likely prevented the filter from advancing and following manipulation to advance and/or retrieving the filter through the sheath hub resulted in the damaged filter leg. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.